Event description:
It was reported that a stent deployment issue occurred. Vascular access site was obtained via the right femoral artery under local anaesthesia. The 2.25-2.5 mm x 16 mm 90% stenosed concentric, de novo fibrotic target lesion was located in the severely tortuous and none calcified ostial left circumflex with a significant bend of >=90. The lesion was engaged co axially with a 7 f non bsc catheter and was crossed with a 014 non bsc guide wire. The lesion was predilated with a 2 x 12 non bsc balloon catheter up to 14 atmospheres for 20 seconds. A 2.50 mm x 20 mm promus element stent crossed the lesion and "at 3 atmospheres the physician realized that the stent was getting pushed upwards into the left main with partial expansion in the proximal part so the physician was forced to remove the stent." The procedure was not completed due to another reason. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).